Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3888-33, lot # v444761, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot # v444761, implanted: (B)(6) 2010, product type lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for head/neck pain (non-malignant). It was reported that the patient experienced pain in one area on his neck over the last few months. It was noted that after reprogramming and a evaluation, it appeared one of the four peripheral leads might be fractured as the patient did not receive any stimulation when the device was turned up to 10.5 volts. An impedance test was performed and all impedances were out of range; no specific impedance values were reported. It was stated that an environmental factor that led to the issue was that he is a golfer whose swing is hard and he twists his body from his neck. The lead was turned off while the patient decided if he wanted to have the lead replaced; the other three leads were reported to be doing a great job so he was unsure if he wanted it fixed. Follow-up revealed that the patient did not want to do anything about the lead as he was getting good pain relief in all other areas. However, his upper left part of his neck was not getting much relief as the lead was not functioning correctly.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.